Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced dehydration, vomiting and high blood glucose level, which the patient tried to self-treat by manually injecting 20 units of unspecified medication. On (B)(6) 2019, the patient went to the emergency room and was subsequently, admitted to the hospital with blood glucose level at 481 mg/dl. When the site was removed, it was found that the cannula was bent. As corrective treatment, the patient received insulin via intravenous route and treatment for dehydration. On (B)(6)2019, the patient was released from the hospital with blood glucose level around 300 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.